Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by ten minutes. It was reported that navigation was aborted because the site was unable to get a passing registration. The surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the patient scan appeared to have movement in it. There were enough poor points collected that caused the registration to fail and forget it's initialization. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.